Event description:
A customer reported that the system locked during surgery. The customer called tech support and after a delay of 20 minutes, the system was rebooted and reprimed and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable info becomes available. (B)(4).